Event description:
It was reported that the implants were removed due to infection. Fistula is reported. A culture was taken, muco periosteal flap was done, area was irrigated with peridex & was closed up. Tooth site # 20. Symptoms as a result of the event: abscess & pain.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. E1: initial reporter¿s title and email address are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.